Event description:
Information received indicates the bed is not going into trendelenburg.

Manufacturer narrative:
The technician found the foot end trend package was broken. He replaced the foot end trend package to repair the bed.